Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a telemetry problem. When the programmer was placed over the device, a telemetry error message continued to appear. All other equipment was turned off in the room. The nurse had the patient move to the hall but no improvement, she also tried with the programmer head flipped, and it was not any better. The device remains in use, however, a replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).